Event description:
An acusinch implant was implanted on (B)(6) 2019. At some point post op, the anchor pulled out of the coracoid. The patient underwent a second surgery where acusinch was removed and replaced with a competitor's product.